Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the picture showing the inserter for ti elastic nails (part # 359.219, lot # unknown) was received at us cq showing the ti elastic nail broken into 2 separate pieces. This is consistent with the reported complaint condition, thus confirming the complaint. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a case, the inserter for the titanium elastic nail broke while hammering the nail. Action taken when event occurred was inserted the nail with a t-handle chuck. There was no surgical delay reported. There were no fragments generated from the broken device. Procedure was successfully completed. There was no patient consequences.  Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1) unknown handles: trauma (part# unknown, lot# unknown, quantity# 1) unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).